Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15201. It was reported both of the patient's leads had fractured. Surgical intervention took place and both leads were explanted and one was replaced. Therapy was restored.